Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the nurse will hang the IV, and then the tip of the set breaks. This breakage may occur days after hanging the set.